Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she was unable to test due to the freestyle libre 2 reader not powering on with button press or strip insertion. The customer subsequently experienced seizure; however, she was able to self-treat with magnesium, calcium, and plenty of water. No third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that she was unable to test due to the freestyle libre 2 reader not powering on with button press or strip insertion. The customer subsequently experienced seizure; however, she was able to self-treat with magnesium, calcium, and plenty of water. No third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to approved software and the reader was not recognized. The reader was further investigated and de-cased. An extended investigation was also performed. No issues were observed upon visual inspection of the de-cased reader. Battery voltage was measured to be within specification. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. Therefore, this issue is confirmed due to poor soldering of the cpu. 4756 appropriate term/code not available was selected as component code as there is no option for poor soldering of the cpu. All pertinent information available to abbott diabetes care has been submitted.